Event description:
During examination of stock at the hospital, the user observed that a portion of the depth marker on the cannula tube was dislodge. The cannula was not used. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.